Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the electrocardiogram (ECG) had irregular readings and the physician thought the right ventricular (rv) lead helix wasn't working properly. It was noted that the lead had been placed several times but resulted in unacceptable sensing and thresholds. The lead was not implanted and another one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.